Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings. The cannula was found bent. It could not be confirmed that the customer received the sensor in said condition due to the customer returning the product opened and used. The cannula was also observed to be split from the tubing.

Event description:
The customer reported via telephone call that the sensor gave calibration error alerts followed by a change sensor alert. The sensor gave a reading of 40 mg/dl when the blood glucose was 153 mg/dl. The customer had a sensor reading of 45 mg/dl when the blood glucose was 67 mg/dl when the first calibration error alert occurred. There was no incorrect or delayed entry of a blood glucose reading. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.